Event description:
It was reported that a clinician observed a significant amount of air in the infusion line before alarming during an infusion of ceftriaxone (1gm/50ml). The event occurred at 0850. There was patient involvement but no harm.

Manufacturer narrative:
UDI related data quality updates only. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.

Manufacturer narrative:
Correction: unique identifier (UDI) #. Additional information: manufacturer narrative. Investigation summary: the reported issue of a large amount of air in the infusion line before alarming was confirmed during log review, identified by a logged accumulated air in line alarm. However, the reported issue could not be replicated during laboratory testing. ¿ functional testing showed no air bubbles forming in the returned administration sets and the air in line threshold testing performed on the incident pump module found the device to be operating within specification. ¿ the incident pump module single air detection was set for 250l with accumulated air enabled. ¿ he incident device passed worst case testing for single air bolus detection and alarmed as the design intended. ¿ the incident device also passed accumulated air testing. ¿ a review of the device logs showed that the ail bolus limit was set to 250l and that the accumulated air was enabled on the incident device. ¿ at 7:02 am, a primary infusion was programmed at the rate of 125 ml/h with the vtbi of 900 ml. ¿ at 7:58 am, a secondary infusion for ceftriaxone was programmed at the rate of 100 ml/h with the vtbi of 50 ml and completed approximately 30 minutes later. ¿ at 8:28 am, the primary infusion continued and an accumulated air alarm occurred shortly after. ¿ the returned pcu was powered off and no further infusions occurred on (B)(6) 2024. ¿ the inspection process performed on the incident device found no irregularities. ¿ the bd alaris pump module air in line tip sheet states, when inserting the tubing into the ail detector, use a fingertip and firmly push tubing toward the back of the ail detector. Close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm). ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported issue of a large amount of air in the line before alarming is being attributed to air boluses that were smaller than the 250 micro l (setting set on the pcu) threshold required to trigger the air in line alarm. Laboratory testing found the incident pump module alarming for air in line as expected.

Event description:
It was reported that a clinician observed a significant amount of air in the infusion line before alarming during an infusion of ceftriaxone (1gm/50ml). The event occurred at 0850. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a clinician observed a significant amount of air in the infusion line before alarming during an infusion of ceftriaxone (1gm/50ml). The event occurred at 0850. There was patient involvement but no harm.

Event description:
It was reported that a clinician observed a significant amount of air in the infusion line before alarming during an infusion of ceftriaxone (1gm/50ml). The event occurred at 0850. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.